Event description:
A report was received that the patient had inflammation over the ipg site. The patient was administered antibiotics. The physician believed that it was procedure related. The patient was reportedly doing well.